Event description:
Emergency medical tech attended to a person that had collapsed. Upon their arrival, the pt had a pulse and was breathing. The pt went into cardiac arrest while being transferred to the ambulance. Each attempt made to perform an automated ECG analysis using the device allegedly resulted in a motion alarm and completion of the ECG analysis was inhibited. Paramedics subsequently arrived and used another defibrillator to continue treatment of the pt. The pt was determined to be in a non shockable rhythm. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death.